Event description:
An 81-year-old male undergoing support with an impella cp for acute myocardial infarction with cardiogenic shock (ami/cgs) experienced an event during transfer from the CT table back to the bed. During this transfer, the repositioning sheath system broke, with the plastic cover becoming disconnected from the luer lock, resulting in the impella catheter being inadvertently withdrawn approximately 5 cm. Based on the information available, the impella cp experienced damage to the repositioning sheath assembly during patient transfer, leading to unintended partial withdrawal of the catheter. There is no evidence to suggest that device malfunction contributed to the patient¿s clinical decline, and the patient¿s death is attributed to withdrawal of care in the setting of severe underlying cardiogenic shock. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was most likely use issue related due to patient movement since the repositioning sheath on the impella broke and the impella was removed by 5cm because the repositioning sheath was no longer keeping the impella in place during the transfer of patient from table to bed. Difficult to lock / unlock(catheter anchor or tuohy): the cause of the difficult to lock/ unlock was most likely use issue related due to patient movement since the repositioning sheath on the impella broke during the transfer of patient from table to bed.